Event description:
During a ptca/stenting procedure, the quantum maverick monorail balloon ruptured at 14 atms (the number of inflations prior to rupture is unknown.) The balloon was being used to post dilate a cypher stent. The lesion being treated was a calcified, 99% stenotic lesion in the mid rca. A 6f introducer sheath, a neos route guide wire, a 6f launcher jr4 sh guide catheter, a 3.5x23 cypher stent, and a encore 26 inflation device were also used in the procedure. No patient injuries or complications were reported.